Manufacturer narrative:
Product type implantable neurostimulator product ID: 37711, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, (B)(4). See related mfg report no. 3004209178-2016-00433, no. 3007566237-2016-00241 and no. 3007566237-2016-00242.

Event description:
A manufacturer representative reported a consumer at one time had her entire system removed due to infection. The consumer was then re-implanted with a new surgical paddle and two extensions to be able to make it around to the consumer's abdomen. Indication for use included spinal pain and post-laminectomy pain.